Event description:
According to the reporter. Small orange plastic shavings were found. It is not known if the shavings were found in the pt or just in the sterile field. Used another 5.5 mm trocar. No injury reported.

Manufacturer narrative:
.